Manufacturer narrative:
No pt was present at time of reported event. Device lot number is dependant on return of device. Device manufacture date is dependant on devices lot number which is dependent on it's return. No device has been rec'd by the MFR for eval.

Event description:
A medtronic rep reported that despite several attempts to sterilize the site's 5.5 taps, they are unable to remove the bone matter that is stuck in it. This event did not occur during surgery and no pt was present.